Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time in the afternoon. The patient reportedly manages her diabetes with diet and exercise alone and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. At an unknown time after the alleged issue occurred, she claimed she developed symptoms of "feeling clammy, nauseous, light headed and irritable" but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca was able to go through testing with the patient and the issue was resolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (3/2/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.